Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they are having irregular heart beats, "stops for a second or two and sometimes more often for some time." The patient's implantable cardioverter defibrillator (ICD)&#1157; remains in use. No further patient complications have been rep orted as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.